Event description:
The device was connected to the patient through quik-combo adult pacing/defibrillation/ECG electrodes. Reportedly, the device prompted connect electrodes, and an analysis of the patient rhythm could not be initiated as a result. A lifepak 12 defibrillator/monitor was brought to the scene by an als crew from another rescue service. This als device was connected to the patient, through the same pre-applied electrodes. This device reportedly also failed, due to an unspecified but inadequate connection to the patient. The als crew connected a fresh set of electrodes to the patient, and this resolved the reported failure. The als device was used to continue patient treatment. The patient was resuscitated.